Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no other incident reported from this lot. The reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. A definitive cause for the reported poor imaging could not be determined. The reported patient effects of tissue damage resulting in mitral regurgitation (mr) was due to reported slda. The reported patient effects of mr and tissue damage are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.d1: brand name corrected.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet, tissue damage and recurrent mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. A clip delivery system (cds) was advanced to the mitral valve and the clip was implanted, reducing mr to 1-2. There were some difficulties visualizing the posterior leaflet. Within 1-hour post procedure, a single leaflet device attachment/slda occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet and a tear was noted. Mr increased to 3. There was no treatment performed as transoesophageal echocardiogram (toe) showed it was not possible to add another clip. No additional information was provided.